Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) (batch no. 508285-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ankle swelling, nausea, suprapubic pain, fever, chills, flank pain, edema, uti, tenosynovitis stenosans, right lower quadrant pain, vitreous hemorrhage, itching, burning sensation, subhyaloid hemorrhage, traction detachment of retina, tubal pregnancy and miscarriage. Concurrent conditions included dehydration, dysuria, urinary frequency, tendonitis, diarrhea, spotting vaginal, functional gastrointestinal disorder, iritis, vomiting, viral gastroenteritis, abdominal pain, bloating, swelling of legs, depression, irritable bowel syndrome, hemorrhoids, stress, bacterial vaginosis, menorrhagia, sleep disorder, heartburn, cervical radiculopathy, paraesthesia upper limb, dizziness, glucose high, hypertension, vaginal irritation, type 2 diabetes mellitus, type 1 diabetes mellitus, type ii diabetes mellitus with neurological manifestations, diabetic retinopathy, hypothyroidism, hyperlipidemia, obesity, menometrorrhagia, alkaline phosphatase increased, insomnia, vaginal itching, vaginitis, pneumonia, cystitis, skin irritation, migraine, stye, headache, carbuncle, boil on face, varicose veins, numbness in toes, skin hyperpigmentation, dyschromia, blepharitis, fatigue, tooth pain, pimples, arthralgia, diabetic ketoacidosis, atopic dermatitis, trigger finger, myalgia, rotator cuff syndrome, back pain, bipolar I disorder, rash, macular puckering, impingement syndrome shoulder, chest discomfort, epigastric pain, gerd, thrombophlebitis, vertigo and benign positional vertigo. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), vaginal infection ("bladder/urinary problems: vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, abdominal pain and psychological trauma outcome was unknown and the genital haemorrhage, vaginal infection and vaginal discharge had resolved. The reporter considered abdominal pain, genital haemorrhage, pelvic pain, psychological trauma, vaginal discharge and vaginal infection to be related to essure (ess205). The reporter commented: 2 coils on right, 1 coil on left. She received treatment for pelvic/abdominal pain, general abnormal bleeding, vaginal infection and vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2005: two large simple cysts right ovary.; on (B)(6) 2005: complex right ovarian cyst.; on (B)(6) 2005: complex right ovarian cyst.; on (B)(6) 2005: complex right ovarian cyst stable. The lot number reported (508285) is not valid. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: indication of essure updated. Essure explant date added. Events- general abnormal bleeding, abdominal pain, psych injury, bladder/urinary problems: vaginal infection and vaginal discharge were added. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in an adult female patient who had essure (ess205) (batch no. 508285-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ankle swelling, nausea, suprapubic pain, fever, chills, flank pain, edema, uti, tenosynovitis stenosans, right lower quadrant pain, vitreous hemorrhage, itching, burning sensation, subhyaloid hemorrhage, traction detachment of retina, tubal pregnancy and miscarriage. Concurrent conditions included dehydration, dysuria, urinary frequency, tendonitis, diarrhea, spotting vaginal, functional gastrointestinal disorder, iritis, vomiting, viral gastroenteritis, abdominal pain, bloating, swelling of legs, depression, irritable bowel syndrome, hemorrhoids, stress, bacterial vaginosis, menorrhagia, sleep disorder, heartburn, cervical radiculopathy, paraesthesia upper limb, dizziness, glucose high, hypertension, vaginal irritation, type 2 diabetes mellitus, type 1 diabetes mellitus, type ii diabetes mellitus with neurological manifestations, diabetic retinopathy, hypothyroidism, hyperlipidemia, obesity, menometrorrhagia, alkaline phosphatase increased, insomnia, vaginal itching, vaginitis, pneumonia, cystitis, skin irritation, migraine, stye, headache, carbuncle, boil on face, varicose veins, numbness in toes, skin hyperpigmentation, dyschromia, blepharitis, fatigue, tooth pain, pimples, arthralgia, diabetic ketoacidosis, atopic dermatitis, trigger finger, myalgia, rotator cuff syndrome, back pain, bipolar I disorder, rash, macular puckering, impingement syndrome shoulder, chest discomfort, epigastric pain, gerd, thrombophlebitis, vertigo, benign positional vertigo, pneumonia, gastroenteritis and bipolar disorder. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal discharge ("vaginal discharge"), bacterial vaginosis ("bacterial vaginosis"), post procedural complication ("post procedural complication"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection") and urinary tract infection ("uti"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, vaginal infection, vaginal discharge and bacterial vaginosis had resolved and the abdominal pain, psychological trauma, post procedural complication, bladder disorder, urinary tract disorder, cystitis and urinary tract infection outcome was unknown. The reporter considered abdominal pain, bacterial vaginosis, bladder disorder, cystitis, genital haemorrhage, pelvic pain, post procedural complication, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure (ess205). The reporter commented: 2 coils on right, 1 coil on left. She received treatment for pelvic/abdominal pain, general abnormal bleeding, vaginal infection and vaginal discharge. Received treatment for- pain, abnormal bleeding, bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2005: two large simple cysts right ovary.; on (B)(6) 2005: complex right ovarian cyst.; on (B)(6) 2005: complex right ovarian cyst.; on (B)(6) 2005: complex right ovarian cyst stable. The lot number reported (508285) is not valid. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received- new events bladder problem, urinary problem, bladder infection, uti were added. Reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in an adult female patient who had essure (ess205) (batch no. 508285-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ankle swelling, nausea, suprapubic pain, fever, chills, flank pain, edema, uti, tenosynovitis stenosans, right lower quadrant pain, vitreous hemorrhage, itching, burning sensation, subhyaloid hemorrhage, traction detachment of retina, tubal pregnancy and miscarriage. Concurrent conditions included dehydration, dysuria, urinary frequency, tendonitis, diarrhea, spotting vaginal, functional gastrointestinal disorder, iritis, vomiting, viral gastroenteritis, abdominal pain, bloating, swelling of legs, depression, irritable bowel syndrome, hemorrhoids, stress, bacterial vaginosis, menorrhagia, sleep disorder, heartburn, cervical radiculopathy, paraesthesia upper limb, dizziness, glucose high, hypertension, vaginal irritation, type 2 diabetes mellitus, type 1 diabetes mellitus, type ii diabetes mellitus with neurological manifestations, diabetic retinopathy, hypothyroidism, hyperlipidemia, obesity, menometrorrhagia, alkaline phosphatase increased, insomnia, vaginal itching, vaginitis, pneumonia, cystitis, skin irritation, migraine, stye, headache, carbuncle, boil on face, varicose veins, numbness in toes, skin hyperpigmentation, dyschromia, blepharitis, fatigue, tooth pain, pimples, arthralgia, diabetic ketoacidosis, atopic dermatitis, trigger finger, myalgia, rotator cuff syndrome, back pain, bipolar I disorder, rash, macular puckering, impingement syndrome shoulder, chest discomfort, epigastric pain, gerd, thrombophlebitis, vertigo, benign positional vertigo, pneumonia, gastroenteritis and bipolar disorder. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal discharge ("vaginal discharge"), bacterial vaginosis ("bacterial vaginosis") and post procedural complication ("post procedural complication"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, vaginal infection, vaginal discharge and bacterial vaginosis had resolved and the abdominal pain, psychological trauma and post procedural complication outcome was unknown. The reporter considered abdominal pain, bacterial vaginosis, genital haemorrhage, pelvic pain, post procedural complication, psychological trauma, vaginal discharge and vaginal infection to be related to essure (ess205). The reporter commented: 2 coils on right, 1 coil on left. She received treatment for pelvic/abdominal pain, general abnormal bleeding, vaginal infection and vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2005: two large simple cysts right ovary.; on (B)(6) 2005: complex right ovarian cyst.; on (B)(6) 2005: complex right ovarian cyst.; on (B)(6) 2005: complex right ovarian cyst stable. The lot number reported (508285) is not valid. Most recent follow-up information incorporated above includes: on 5-may-2020: fu 7 & 8 processed together. Pif received. New events: bacterial vaginosis, post procedural complication were added. Outcome for events were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.